Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user could not connect the tubing to the cannula because protective covers on the tubing and connector had not been removed, preventing proper infusion set connection; after guidance, the user removed both covers, connected correctly, and primed the tubing and cannula. Symptoms included transient hyperglycemia with a reported blood glucose of 222 mg/dl without associated clinical effects. Outcomes included no alerts, no medical intervention, no backup therapy, no ketone testing, and no assistance required. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed incorrect deployment and attachment of the infusion set and connector, which resolved after proper removal of the covers and completion of fill steps. It was concluded, based on previously established findings for similar reports, that user setup error was the cause.